Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) flipped numerous times in the pocket which resulted in the right ventricular (rv) lead being dislodged. Oversensing and pacing inhibition then occurred, so a revision procedure was scheduled. The system was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.